Event description:
It was reported that a patient underwent a left trochanteric fixation nail (tfn) insertion in (B)(6) 2015. Patient was experiencing pain postoperatively. X-ray revealed that the 11.0 mm titanium helical blade, perforated the femoral head; it was also confirmed that the patient had a non-union. On (B)(6) 2015 patient underwent removal of the 100mm helical blade; a 90mm lag screw was inserted. Procedure was successfully completed; no surgical delay was reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Unknown day in (B)(6) 2015 without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.